Manufacturer narrative:
(B)(4). The investigator does not have any further information on this event or the device used since the surgery took place at a different hospital, prior to the subject's enrollment in the permacol enhance study. Furthermore, the subject has had 5 previous failed mesh replacements. Patient information not provided. Incident date was not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter: the patient underwent a second procedure for a small bowel fistula. It was noticed at the time that the cause of the fistula was a protact fixing a piece of synthetic mesh from one of his many previous failed repairs. Therefore the tack and the residual piece of synthetic mesh were removed.